Event description:
Customer noticed after injection that needle was missing. He went to doctor and had an x-ray which indicated that needle was in his abdomen. Customer had a surgery for removal of needle without success. Doctor then tried drainage method to expel needle. X-ray of injury site was done again and doctor confirmed that the broken needle was no longer in pt's body.

Manufacturer narrative:
Issue: needle break off in user. Evaluation summary: one open sample was returned. Ten-x visual inspection found broken needle. Evidence of residual bending indicating that the needle was bent at point of breakage. No evidence of manufacturing related issues observed on the returned sample. The adhesive around the needle did look cut around the base of the needle. No shield or cover was returned with the offending sample to help with further investigations. All bd needles fully conform to (B)(4). The needle should not bend/break with normal single usage. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.